Event description:
It was reported during an initial implant procedure that the right atrial (ra) lead had unspecified diagnostics issues. The physician tried unsuccessfully to reposition the lead due to retraction and extension issues with the helix. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was sable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The reported event was traced to blood/tissue clogging the helix mechanism.